Event description:
Impedances were within normal limits post operatively. However, since (B)(6) 2010, high, out-of-range impedances were noted on all the unipolar and bipolar electrode pairs. Current measurements were 8-19 micro amperes, indicative of an open circuit. The pt had not experienced any falls or trauma. The pt was back on her parkinson disease medications. Reference mfg report # 3004209178-201-101737. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).